Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. Only the used 23+ gauge (ga) 5.0 cycle per minute (cpm) probe manifold was returned, and visually inspected. The probe ergonomic shall, rear shall, and the outer needle cutter were detached on returned condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 5000 cut rates displayed on the screen when the radio frequency identification (rfid) was connected to the console. Microscopic examination of the pneumatic tubing confirmed no occlusions. The probe could actuate in momentary vitrectomy indicating the cutter could move. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2023-10197

Event description:
A physician reported that vitrectomy probe could not be cut during vitrectomy surgery. The pack was replaced, and the surgery was completed with no patient harm.